Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify whether or not the staples were fired from the reload and found to be loose on the tissue or vessel? Or were loose staples (protruding staples) found prior to the device being fired? Were there any patient consequences? Response: the surgeon informed the nurse that the load had cut but did not staple the tissue and that the clamps were loose in the load. The following information was requested, but unavailable: thank you for the additional information you have provided to date. However, were there any patient consequences associated with the event? If yes, please describe. Response: there is no more information about this event.

Event description:
It was reported that during a partial colectomy procedure, staple load used for mechanical stapler, presented loose staples, preventing proper use of the load.

Manufacturer narrative:
(B)(4). Batch # r58n2x. Device evaluation summary: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload had the swing tab in the locked position, and the proximal 2 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.